Event description:
It was reported that, the device was used during a procedure for prolapsed and hemorrhoid. The ethicon endo-surgery medical consultant spoke with the attending surgeon on july 12, 2006, the surgeon advised the patient had a very tight anus and a long anal canal. To allow a proper use of the instruments, he performed an sphincterotomy. He described performing a pph in a routine manner; however, at the end of the procedure, he stated there was a large section of muscle, which he thought was from the external sphincter and wanted to know whether this patient could become incontinent. The ees consultant advised to his knowledge, there is no information regarding the simultaneous performance of an sphincterotomy and pph. He indicated that he could not answer this question but would seek consultation with a well-known colorectal surgeon. During a discussion with dr., he felt this was not an advisable procedure and recommends against it. He felt the description was totally erroneous because, it would not be possible to get the external sphincter in the manner he described. He was concerned that he had a large section of rectal wall, which may mean a rectal perforation. He recommended that the patient be kept in the hospital and under observation to include a proctoscopic examination to rule out perforation prior to being fed and discharged. A second doctor was informed of the consultant's opinion and the proper course of action was left to his discretion.

Manufacturer narrative:
Date sent: 08/04/2006.